Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code/ remove hospitalization or prolonged. Hospitalization FDA code: 4607 - correction.

Event description:
Subsequent to the initial MDR, clarification was received on 8/17/2023. It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced dizziness and coma. The patient reported the audio was not alerting when the patient was experiencing hypoglycemia. There was no documentation of continuous glucose monitor reading, or error message. The blood glucose was not checked. The patient was in the emergency department for less than 24 hours, treated by unspecified means, and recovered after treatment. There was no documentation of further medical intervention. The patient declined to provide additional information. Due diligence attempts to contact the reporter for more information were attempted but not successful. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4) diabetes mellitus is a known cause of hypoglycemia and coma.

Event description:
It was reported that no audio output occurred. On (B)(6)2023, the patient experienced dizziness and coma. Of note, the patient reported the audio was not alerting when the patient was experiencing hypoglycemia. There was no documentation of cgm reading, or error message. The bg was not checked. The patient was admitted to the hospital, treated by unspecified means, and recovered after treatment. There was no documentation of further medical intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.